Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient described the symptoms as "heart flutter" tachycardia. The rep did not have access to ER records to verify. The cause of the high impedance could not be determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was using high dose (hd) settings for both the high thoracic/cervical lead and the subcutaneous lead and experienced heart flutter and tachycardia. The patient mentioned that this occurred three times, and they third time they went to the ER. The patient stated that the tachycardia would resolve and the scs system was shut off for around an hour. It was also reported that electrodes 0, 1, and 2 had out of range impedances. The patient was reprogrammed to low dose (ld) settings and it covered the patient¿s pain without using electrodes 0 ¿ 2 and without eliciting any type of reaction from the patient. The issue was resolved and no further complications are anticipated.